Event description:
It was reported that shaft break occurred. A 3.25mm x 15mm quantum maverick balloon catheter was selected for use. It was noted that there was a kink at the proximal end of the delivery shaft. High resistance was encountered when the physician inserted the device and upon withdrawal, it was noted that the shaft was fractured. The procedure was completed with another 3.25mm x 15mm quantum maverick balloon catheter. No patient complications were reported and the patient's status was stable. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The balloon was loosely folded and there are multiple kinks in the shaft. The tip and exit notch is damaged. The shaft is broken 96.3cm from the hub. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.25mm x 15mm quantum maverick balloon catheter was selected for use. It was noted that there was a kink at the proximal end of the delivery shaft. High resistance was encountered when the physician inserted the device and upon withdrawal, it was noted that the shaft was fractured. The procedure was completed with another 3.25mm x 15mm quantum maverick balloon catheter. No patient complications were reported and the patient's status was stable.